Event description:
The patient's family member reported that the pump screen was blank and the pump was unresponsive to button presses for a few minutes. The pump is now functioning normally and there have been no adverse events.